Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the end cap of the compression/distraction device is loose and the slide cannot be moved in control.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative:(B)(4). Device used for treatment and not diagnosis.additional information.the performed investigation has shown that the sealing cap has been loosened at the wing nuts. The cap of the wing nut was not sent for investigation. Therefore, we can not comprehend the exact cause for this adverse event afterwards. However, we can only assume that the cap could not withstand the load effects, which finally led to the failure of the joint due to material strain, fatigue. (B)(4): placeholder.